Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision surgery due to the device being punctured. The physician went to replace the rear tips and accidently punctured the device. The device was removed and replaced. No further patient complications were reported.